Event description:
A hospital in (B)(6) reported that there was a hole in the expiratory limb of an rt235 breathing circuit and that they think the tubing was caught on something that had caused the hole. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected, pressure tested, and submerged in a water bath to check for leaks. Results: the visual examination revealed a 12mm puncture hole in the evaqua expiratory limb, which appeared to have been caused by a sharp object. The pressure test revealed that the circuit was out of specification. The water bath test revealed that the device was leaking from the location of the puncture. A lot check revealed no other complaints for this lot number. Conclusion: there was a substantial pressure drop during the pressure test, and this would have been detected by the automatic leak and flow tester on the production line if the hole were present at that time. In addition to this, the hospital has reported that they think that the tubing had caught on something which had caused the hole. Our user instructions that accompany the rt236 breathing circuit contain the following statement: "use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb." All circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production.